Event description:
It was reported to boston scientific corporation in 2007 that radial jaw 3 single-use biopsy forceps were planned for use during an esophagogastroduodenoscopy (egd) the day prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the biopsy forceps were placed into the working channel and the physician could not advance them. The device was stuck in the biopsy channel at 15cm down. The black rubber cap that goes over the forceps may have been left on. They had to cut the catheter and support coils. They used a separate scope and another radial jaw 3 single-use biopsy forceps device to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number and model number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the most probable root cause was determined to be user error.